Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. The complaint can be confirmed. The device handle was opened to allow inspection of the internals. No manufacturing defects were visibly noted. When suction was applied there was a zero degree of flow. No restriction or debris was visible within the suction path inside the handle of the device. A positive pressure was applied to the device via the suction tube with the distal end blocked. There was no evidence of any leaks in the suction path. Suction was applied and disconnected three times. During this process the suction remained at zero flow. Manual cleaning of the suction hole at the active tip was also unsuccessful in regaining flow. It can be concluded that there is a blockage within the tip of the device caused by uv glue inside the active suction tube. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further investigation into this failure being is being conducted under supplier corrective and preventative action (CAPA). At this time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Corrected data: date device returned to manufacturer.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. The expiration date is currently unavailable.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. The expiration date is currently unavailable.

Event description:
Additional information received form affiliate on 27 december 2017: the issue was detected before use. There was no surgical delay. Another device was readily available and used to complete the procedure. There was no impact to the patient. It is unknown what the suction line was hooked up to.

Manufacturer narrative:
(B)(4). The expiration date is currently unavailable.

Event description:
At the beginning of the procedure, the device was not working. The suction was not working. The device was not used. Use of another device. No patient consequences.